Manufacturer narrative:
The complaint cannot be verified due to mishandling the product. A visual inspection and a test for flow, leak and luer lock connector were performed on the returned used device. The tubing was cracked near luer lock reservoir connector. The flow, leak and luer lock reservoir connector tests were within specifications.

Event description:
On (B)(6) 2013, the patient reported the infusion set leaked insulin when the luer lock disconnected from the cartridge. She experienced hyperglycemia of 430 mg/dl, and her target blood glucose is 150 mg/dl. She delivered a 4.0 unit insulin injection to treat hyperglycemia. She attempted to tighten the luer lock but noticed it would not lock into place. She wiggled the tube to test the connection and found the cartridge also moved. There were no cracks or damage to the luer lock or piston rod. The adapter was changed earlier the same day. She was using an expired infusion set and cartridge and was advised against this. She was sent replacement product, and the infusion tube was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.